Event description:
An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, the device was introduced through the endoscope and angled into proper position. The device was initially able to cut, but, after re-positioning, "the wire separated." A second autotome rx sphincterotome was used to complete the procedure. No pt complications were reported as a result of this event, and the pt's condition was reported as "good."

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the cause of the reported malfunction is undetermined. A review of the complaint database did not identify any add'l complaints for this lot. The february 2008 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See scanned page.